Manufacturer narrative:
Device evaluation summary: the everflex entrust stent delivery system, (sds), was received on a 0.035¿ compatible guidewire. It was noted that the 0.035¿ guidewire did not protrude from the entrust sds handle¿s proximal hub. Back lighting was used to confirm the location of the stent within the distal end of the sds outer sheath. The safety tab cavity was examined: an inner guidewire lumen protruded in a loop out of the cavity and the pull cable was not visible. The thumbwheel turned freely indicating that the pull cable had separated from the outer sheath. The guidewire lumen exhibits several areas of accordion like axial compressions. The distal tip of the sds was examined: a build-up of axial compressions of the guidewire jacket were noted within the mouth of the sds distal end. The distal end of the stent appeared to be slid distally from the sds radiopaque marker band, but still fully contained within the distal tip of the sds outer sheath. The stent does not appear to be partially deployed nor snagged on the outside of the guidewire. The length of the stent contained within the outer sheath is consistent with being a 150 mm length stent. The sds handle¿s printed strain relief was skived for removal to allow examination of the handle. The handle halves were split opened. It was noted that the silver colored outer was pulled into the handle to near the proximal end of the safety tab opening in the handle. The copper colored inner guidewire lumen was rolled cut just proximal to the proximal end of the silver colored outer sheath to allow examination of the guidewire. It was noted that axial compressions in the guidewire lumen started at the proximal end of the guidewire. Under magnification the proximal end of the guidewire appears to have been cut. The disc of cines contains 28 files from the procedure. The cines confirm that the targeted vessel was predilated and that the procedure was completed successfully with another stent. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was attempting to use one everflex entrust to treat a totally occluded external iliac artery. The lesion was pre-dilated. The device was removed from its packaging and inspected with no issues noted. It was reported that during attempted delivery of the stent, after pulling the safety lock and starting to implant it through retracting the wheel, the physician noticed that the stabilizer sheath was going out from the safety lock space downwards. The delivery system got stuck and the stent would not deploy. The physician then intended to replace the stent but noticed that both the stent and the guidewire were moving together. Both devices were removed together. On inspection of the removed devices outside the patient, it was reported that the tip of the non-mdt guide wire was damaged as the stent had partially deployed and snagged on the outside of the guidewire during removal. Another stent was used and the procedure was completed without further complications. No patient injury was reported.